Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device's pacer rate is out of specification. The complainant indicated that there was no patient involvement in the reported failure.